Event description:
Dr was screwing a 35mm screw into a trilogy cup and the screw head twisted off. The remaining part of the screw was left in the acetabulum.

Event description:
Doctor was screwing a 35mm screw into a trilogy cup and the screw head twisted off. The remaining part of the screw was left in the acetabulum.